Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported event, the programmer worked as expected, no anomalies were found. (B)(4).

Event description:
It was reported functional testing could not be performed. It was also reported there was an issue searching/reading drives. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.